Event description:
The pt developed a questionable area of reaction 7 days post-operating. Two sutures were removed 51 days post-operating and the surgeon resutured. The wound healed with no further complications.